Event description:
Dealer reported that the customer drove over a pothole and dumped the chair over. The customer was trying to lean the other direction and fell over bending the frame. The dealer stated there was no injury to the user.